Event description:
During operation fixation 'anchors' get lost inside meniscus and aren't visible anymore what usually is possible. Additional information confirmed the implant was left in the patient unsupported. A back up ultra fast fix was used to ensure the meniscus is fixed properly.

Manufacturer narrative:
One device was returned for evaluation. No anchors or sutures were returned for evaluation. Examined the actuator, and it was not actuating due to a severe bent on the needle. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot and part number on file. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. (B)(4).

Manufacturer narrative:
(B)(4).